Event description:
It was reported that the patient underwent a surgical procedure to explant and replace this tactra malleable penile prosthesis for unspecified reasons. A new inflatable penile prosthesis (ipp) was implanted successfully. No additional information was reported.